Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08077. It was reported that the patient presented in clinic. Interrogation of the pacemaker revealed that both the right atrial and right ventricular leads were sensing noise and had a rising impedance. The right ventricular lead also had rising capture thresholds. The physician elected to explant and replace the leads. There were no patient issues reported.